Manufacturer narrative:
The customer did not return the product for evaluation. Therefore, a device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The customer reported that the event occurred in (B)(6) 2019. Since the exact event date was not provided, it was captured as (B)(6) 2019. This event is related to MDR # 1810909-2020-00094.

Event description:
The customer reported that he compared his blood glucose readings between the contour next link 2.4 meter and another meter and obtained a difference of 120 mg/dl. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.